Event description:
It was reported that there was a power on reset (por) condition. It was unk when the problem started. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).